Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step during the load process. Customer continued to use the cartridge for insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. B5, h10 additional narrative b5, h10 additional narrative.